Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. Issue is therefore not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with an ios operating system version 16.3.1. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was treated by a healthcare professional with "oral IV." There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with an ios operating system version 16.3.1. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was treated by a healthcare professional with "oral IV." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.